Manufacturer narrative:
(B)(4). The common femoral artery was reportedly mildly calcified. The perclose proglide instructions for use (IFU) state under special patient populations that the safety and effectiveness have not been established in patients with femoral artery calcium, which is fluoroscopically visible at the access site. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other two proglide devices referenced are being filed under separate medwatch report numbers.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for failure to deploy the suture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after an angioplasty of the external iliac artery, arteriotomy closure of a mildly calcified and mildly torturous left common femoral artery was attempted using perclose proglide devices. Reportedly, when the long blue suture was pulled, the whole suture came out instead of tightening the knot. The device was removed over the guide wire and second proglide device was loaded onto the guide wire. During deployment of the second proglide device, when the long blue suture was pulled, the whole suture came out of the vessel instead of tightening. The device was removed over a guide wire and a third proglide device was attempted, but when the long blue suture was pulled, the whole suture came out of the vessel instead of tightening. The device was removed over a guide wire and a starclose se device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be in training in the use of the perclose proglide device. No additional information was provided.